Manufacturer narrative:
Supplemental report provided as additional event details (b5) have been provided and updated from previous MFR #0001822565 - 2023 - 00093 sections updated: b4 b5 g3 g6 h2 h10.

Event description:
It was reported that the tip of fixing screw is breaking off at the connection to a cup during insertion process. The procedure was able to be completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
Supplemental retraction provided as additional information was received indicating the event reported under MFR #0001822565 - 2023 - 00093 did not occur. No further reports will be submitted for this event.

Event description:
It was reported that no event occurred on december 19, 2022.

Manufacturer narrative:
(B)(4). Report source: foreign: russia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.

Event description:
It was reported that the tip of the fixing screw is breaking off at the connection to the cup during the insertion process. No additional information is available at the time of this report.